Event description:
Revision surgery - MDR - pain.

Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number 1644408-2023-00431; 241-01-105, s807 - pain, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.